Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-01216).

Event description:
It was reported patient underwent a pediatrics surgical procedure on (B)(6) 2012. During the procedure, the surgeon had difficulty getting the t-handle chuck to release from the implanted nail. The surgeon then cut the nail in order to remove the t-handle.